Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 7 months post-implant, it was reported that the patient was admitted due to elevated hemolysis parameters. The patient was placed on persantine, full aspirin and IV heparin and after 3 weeks the center was abel to reverse. The patient was discharged on (B)(6) 2014 and was reported to be doing well.

Manufacturer narrative:
The patient remains on lvad support with the pump. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.